Event description:
It was reported that when the pt was being connected to the ventilator, there was no volume delivered with an audible alarm. The ventilator alarmed constantly through the night. No pt harm reported. The pt's mom stated that after pushing several buttons, the ventilator started to work.

Manufacturer narrative:
Na